Manufacturer narrative:
(B)(6). This report is for two (2) unknown pangea locking caps. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. Per the facility, the complainant parts were returned to the patient and are not available for evaluation. (B)(4) used to report the patient¿s disc degeneration progression (adjacent level) that led to revision. As specific part and lot numbers for the complainant locking caps were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with degenerative disc disease was originally treated via a posterior lumbar interbody fusion (plif) procedure at levels l4-l5 on an unknown date. During that procedure, the patient was instrumented with a pangea system and an unknown opal spacer. Upon assessment at a routine follow-up appointment, it was noted that the patient's disc degeneration had progressed to levels l3-l4. It was determined at that time that a revision was needed. On (B)(6) 2016, the patient was returned to the operating room for plif procedure at levels l3-l4. Although there was no allegation of deficiency against any of the implanted hardware, all of the original pangea instrumentation was removed with the exception of the opal spacer implant. The opal spacer remained implanted as the patient was fused. The surgeon then re-instrumented the patient with a matrix construct and an unknown spacer at l3-l4. The procedure was completed with no reported patient harm or surgical delay. The patient&#62688;status following the surgery was reported as 'very good.' The patient has since been released from the hospital. This report is for two (2) unknown pangea locking caps. This report is 2 of 4 for (B)(4).